Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer¿s representative (rep) indicating that after the patient¿s fall where they landed on car keys in their pocket over the implant on (B)(6) 2019 they had a lack of efficacy and pain from occasional shocking sensation to their pelvis. The battery was interrogated on (B)(6) 2019, lead impedances were checked at a pulse width of 300 which showed high impedances >4,000 on electrodes 0<(>&<)>3. The patient was reprogrammed to avoid 0<(>&<)>3 and they would try the new programs for efficacy. It was noted the patient felt stimulation in the perineal region at 2.3v after reprogramming. It was unknown if the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated the issue was not resolved. A lead revision is planned on thursday, (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Attentional information indicated that the hospital disposed of the implant. No request from the implanter or hospital was made for it to be returned to manufacturer.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were having difficulties increasing and decreasing stimulation because a cartoon icon was on the patient programmer screen. They caller reported they fell the prior wednesday and since their fall, they had been unable to increase and decrease stimulation as needed. It was noted that the patient fell on their keys which were between them and the device. It was recommended the patient follow-up with their healthcare provider to have the ins and leads checked. On the call, the patient confirmed they were seeing the turn stim on icon, it was suggested they turn stimulation on and the caller stated they didn't know stim was off. Caller stated that after turning stimulation on they increased from 1.8v to 2.0v and it was comfortable. Therapy expectations were reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot# va1q5uh, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A lead revision is planned on thursday, (B)(6) 2019. No further information or complications were noted